Manufacturer narrative:
The peritonitis occurred on an unspecified date in the beginning of (B)(6) 2020. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid. The breach in aseptic technique was further described as an "incorrectly mounted cassette¿. It was reported during pd therapy; the cassette "would not prime correctly" and air in the tubing was observed (due to the cassette mounted incorrectly), resulting in peritonitis. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin and another unspecified antibiotic (for three weeks, route, frequency and dose not reported) for the peritonitis. The patient was recovered from the peritonitis event. Action with pd therapy was ongoing not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.